Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mean pressure gradient (mitral stenosis). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The baseline mean pressure gradient was not specified; however, it was below 6mmhg. Due to a previous bypass heart surgery and previous atrial septal defect (asd) repair, the patient had a patch on the septum; therefore, the transseptal puncture was performed through the asd patch. One clip was implanted, reducing mr to 2+. After the clip was implanted, it was noted that the mean pressure gradient increased to 6 mmhg. The patient is stable. No additional treatment is planned for the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the mitral stenosis appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.